Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the boots phase failed. It's startup display has philips logo after that reboots. There was no report of patient involvement.